Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode upon being interrogated during a routine follow-up. No intervention has been performed yet and the crt-p remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode upon being interrogated during a routine follow-up. No intervention has been performed yet and the crt-p remains in service. No adverse patient effects were reported.